Event description:
On (B)(6) 2011, wife reported the up and down buttons on the infusion device were not functioning properly. This issue first began with the down button. It was noticed a couple of weeks prior to report when attempting to program a bolus. Patient has used this infusion device for 3.5 years and boluses 2-3 times per day. The up and down buttons pop up after they are pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.